Manufacturer narrative:
(B)(4).

Event description:
It was reported that new sensor message appeared during a session. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is determined to be residual aberration. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2019.